Event description:
Reporter noted phaco burn occurred during procedure.

Manufacturer narrative:
A company service rep checked system; met performance specifications. A company rep worked with customer; reviewed proper technique with attending surgeons, particularly concerning how heat may be generated. Surgeons will work with resident(s) on this matter.